Event description:
Ambulance personnel were treating a cardiac arrest patient and attemped to deliver a defibrillation countershock. Reportedly, the device would not discharge. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the device did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.